Event description:
The customer reported to vyaire medical that the bellevista 1000e has high volumes and a 22% leakage. After gfe, the customer confirmed that the issue happened during pre-testing calibration and during an engineer scheduled inspection furthermore, there was no patient involvement associated with the reported event.

Manufacturer narrative:
H10: this complaint is deemed non reportable to vyaire medical as the issue happened during calibration only. Confirmed on 03 november 2021 by the reporter.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire technical support reviewed the log file and screen shot of the unit. The bellavista was tested in the repair center. A problem with the vent itself couldn't be verified. Circuit system was creating the problem. The unit calibrated and tested. No failure detected. Most likely the circuit was not connected properly causing the issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported to vyaire medical that the bellevista 1000e has high volumes and a 22% leakage. Furthermore, there was no information regarding patient involvement.